Event description:
Pt complained of pain at heplock site. Rn went to remove and as the opsite dressing came off, the hub came off also without the catheter attached. Following x-ray the catheter was removed in emergency department by physician "incising rea." Wound sutured closed.